Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the lead was thoroughly analyzed. Visual inspection noted that the helix was fully retracted but was leaning to one side of the housing. In addition there was blood infiltration with the housing. The helix mechanism was tested and failed to extend, most likely due to the noted blood infiltration. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no other anomalies. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observation that the lead had dislodged. However, the difficulty repositioning the lead may have been contributed by the blood infiltration resulting in difficulties in extending/retracting the helix.

Manufacturer narrative:
The lead will be returned for laboratory analysis. No additional information is available. Once the lead has been returned and analysis completed, this report will be updated.

Event description:
The lead was returned.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged. Attempts were made to reposition the lead but were unsuccessful. This lead was then explanted and replaced with a new lead of the same model. No adverse patient effects were reported.